Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had communication issues between their glucometer and insulin pump while mentioning a high blood glucose level of above 400mg/dl. The customer stated they ate cheesecake and did not have the meter with them and did not bolus. The customer declined to troubleshoot for the high readings. The product will not be returned for analysis.